Event description:
It was reported the physician attempted to insert the agilis nxt via right femoral approach, but it was difficult to insert. Therefore, he inserted the agilis nxt to the right atrium by the left femoral approach. A fantasista j&j ablation catheter was then inserted through the agilis. The agilis was located in the right atrium, about 2 cm away from the foramen ovale and the fantasista was almost touching the wall. A 10f fast cath introducer was then inserted from the right femoral approach and heparin was administered. Just before he tried to insert the ensite array catheter through the fast cath introducer, he noticed the dbp went down from 80 mmhg to 30 mmhg. The physician performed an echo which revealed cardiac tamponade. Cardiac drainage was started immediately, and about 1.5l of blood was collected. A blood transfusion as well as a bolus infusion were administered. Cardiac resuscitation was performed for 5 min to maintain circulation, and the dbp went up to 80mm hg. Ablation was terminated and the pt was transferred to ccu. The physician is not sure which device(s) caused the incident.

Manufacturer narrative:
We are awaiting device receipt. A f/u report will be submitted once the investigation has been completed. Date report submitted to FDA by MFR: 9/18/09. Date the initial reporter provided the info to the MFR: 9/10/09.